Manufacturer narrative:
Notes to form 3500a and justification for information not provided (in initial or follow-up submission) as required per 21cfr803.52 is below: trilliant surgical attempted to obtain the omitted information (items 1-10 below) as part of internal complaint handling activities. 1. Patient date of birth (a2) and weight (a4) not reported. 2. Date of event (b3) is unknown. Event is considered to be when the plate "lifted off" the bone and the screws broke. 3. Catalog # and serial # (d4) not utilized by trilliant surgical. 4. Expiration date (d4) not applicable (n/a) to non-sterile trilliant surgical products. 5. Lot # and unique identifier (UDI) # (d4) were determined as a result of the additional investigation below. See this investigation for all information. 6. Reprocessor name and address (d9) n/a to this report. 7. Concomitant medical products and therapy dates (d11) not reported. 8. Per item 5 above, device manufacture date (h4) is listed below, as well. 9. Section h9 n/a to this report. 10. No files attached to this report. Additional investigation performed (B)(6) 2020: lot numbers were identified for this event upon review of associated sales data. The corresponding dhrs were reviewed for any significant events (i.e. Nonconformances (ncrs), reworks (rwks), deviations) that may correlate to the reported event. Petite mpj vlc gridlock plate left (300-52-005). Lot tsl004292 [UDI(01)00812926025360(10)tsl004292, manufactured 07/29/2016] - no ncrs, no deviations, no rwks 3.0mm x 18mm gl locking screw (302-30-018). Lot tsl003048 [UDI: (B)(4), manufactured 01/22/2016] - no ncrs, no deviations, no rwks. 3.0mm x 16mm gl locking screw (302-30-016). Lot tsl004825 [UDI: (B)(4), manufactured 07/12/2017] - ncr 17-150, no deviations, no rwks. 3.0mm x 14mm gl locking screw (302-30-014). Lot tsl004827 [UDI: (B)(4), manufactured 08/08/2017] - no ncrs, no deviations, no rwks. Ncr 17-150 was initiated for the lot quantity on the danco certification and packing slip not corresponding to the actual count of parts. The count discrepancy was confirmed and danco provided updated paperwork. The count discrepancy does not affect the performance of the device. Thus, ncr 17-150 does not correspond to the reported event. As a result of the DHR review, it is concluded that the identified significant event does not correlate to the reported event.

Event description:
On 04/08/2019, a trilliant surgical sales representative texted in a 6-month post-operative x-ray from doctor 1's previous mpj case. Upon review, the implanted mpj plate appeared to be "lifted" off of the bone and the three (3) most proximal screws from the osteotomy broke. It is unknown when the screws broke, however, the plate will be removed, per the sales representative. The sales representative is meeting with doctor 1 on (B)(6) 2019 to gather additional information regarding the plate malfunction. (B)(6) 2019 additional information: on (B)(6) 2019, the sales representative followed up and stated, "plate was intact and screws broke. [Doctor 1] removed the tips of the screws and plate. The remaining portion of the screws are staying in the bone." On (B)(6) 2019, a trilliant surgical sales support specialist followed up to find that the only petite mpj vlc gridlock plate left (300-52-005) that was used by doctor 1 appeared to have been previously charged for at facility x. The screw sizes that were charged for (it is unknown which screws broke at this point in the investigation) were the 3.0mm x 14mm gl locking screw (302-30-014), 3.0mm x 16mm gl locking screw (302-30-016), 3.0mm x 18mm gl locking screw (302-30-018), 4.0mm x 32mm tiger cannulated screw (200-40-032), 4.0mm x 26mm tiger cannulated screw (200-40-026).

Manufacturer narrative:
An event was reported to trilliant surgical where three gridlock locking screws broke while implanted in a 300-52-005 petite mpj plate, left. The screw sizes used were 302-30-014, 016, and 018 and it cannot be confirmed which screws were broken. The plate and screws had been implanted approximately 6 months. Parts were not returned to corporate for evaluation and lot numbers are unknown so a DHR review cannot be completed. The plate and screws were removed, it is unknown if fusion occurred or if the site was fixated again with hardware. The distal end of the broken screws remains in the patient. No additional case details (such as patient noncompliance or a traumatic event) were provided. The complaints log was reviewed for the past 12 months for part 300-52-005 but no events were identified where the screws broke but the plate was in-tact. Two events, (B)(4) involved a broken plate and no fusion. An isolated root cause is not able to be determined due to the lack of information available. The field shall be monitored.

Event description:
On (B)(6) 2019, (B)(6) texted in a 6 month post-operative x-ray from dr. (B)(6)' previous mpj case. Upon review, the implanted mpj plate appeared to be "lifted" off of the bone and the three most proximal screws from the osteotomy broke. It is unknown when the screws broke; however, the plate will be removed, per (B)(6). On (B)(6) 2019, (B)(6) followed up and stated that "plate was intact and screws broke. Dr. (B)(6) removed the tips of the screws and plate. The remaining portion of the screws are staying in the bone." On 05/03/2019, (B)(4), trilliant's sales support specialist, followed up to find that the only 300-52-005 (petite mpj plate, left) plate that was used by dr. (B)(6) appeared to have been previously charged for at (B)(6) surgery center. The screw sizes that were charged for (it is unknown which screws broke at this point in the investigation) were the 302-30-014 (3.0 x 14mm gl locking screw) , 302-30-016 (3.0 x 16mm gl locking screw), 302-30-018 (3.0 x 18mm gl locking screw), and 200-40-026 (4.0 x 26mm tiger cannulated screw, visible in x-rays to be intact).